Event description:
It was reported that the right atrial lead dislodged, and consequently was sensing r waves and intermittently pacing the right ventricle. The lead was programmed off and the patient was referred to an electrophysiologist (ep). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).